Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient had cloudy effluent. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with injection fortum 1 g for fourteen days (route and frequency not reported) and injection vancomycin 2 g (route, frequency, and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, the effluent was clearer and the patient was recovering. No additional information is available.